Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. There was no evidence of the reported issue in the event history log. Visual inspection and functional tests were conducted on the pump. The reported "failed upstream occlusion" issue was confirmed. The pump failed functional pressure (psi) test. Further investigation determined that a upstream occlusion was faulty. The upstream occlusion was replaced to resolve the issue.

Event description:
Information received a smith medical cadd solis vip pump 2120 failed upstream occlusion testing. No patient involvement.